Manufacturer narrative:
Additional information received: it was confirmed that 13mm was the distance between the entry tear and the distal end of the subclavian artery. A thoracic false lumen aneurysm was formed. The dissection extended up to the left subclavian artery and distally to the iliac artery. Film evaluation summary: the reported type a dissection could not be confirmed on the images provided; therefore the cause of the event could not be fully determined. Although no clear stent graft issues were observed near the start of the dissection, it is possible that the ballooning performed at the time of implant in the patient with a type b thoracic dissection may have contributed to the type a . IFU states "do not use the reliant stent graft balloon catheter in patients with history of thoracic dissection disease. Do not over-inflate the reliant stent graft balloon within or outside of the graft material." It further states that "except when treating dissections, the reliant stent graft balloon catheter can be used to assist in stent graft implantation by modeling the covered springs and to remove wrinkles and folds from the graft material.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it was reported that the reliant balloon was used for better adherence of the proximal end of the stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was implanted in the patient during the endovascular treatment of a 13mm dissection. The dissection was observed 13mm below the left clavicle.  It was reported that after the valiant captivia was implanted, the patient¿s blood pressure dropped rapidly from 100 to 50 and it continued to decline. The surgeon applied cardiopulmonary resuscitation, and the blood pressure rose slightly. An a-type dissection was found on the angiography, and the hospital did not have the surgical conditions for thoracotomy to treat the a-type dissection. It was reported that a reliant balloon was also used in the procedure.  The patient died on the same day.  As per the physician, the cause of patient's death was the retrograde tear after the implant of the valiant captivia. The cause of the retrograde tear cannot be determined.  No additional clinical sequelae were reported and the patient is expired.